Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating. A technical support specialist (tss) restarted services (cfnexternalmessagingservice, external messaging service, net.pipe listener adapter, net.tcp listener adapter, net.tcp port sharing service, and bd pyxis external inbound processors service for 1.7x). Tss searched in remote smart service (rss), for interface ip and deployed interface services utility and carefusion coordination engine (cce). The tss confirmed that deployment status was successful. Tss ran site down query and monitored ¿available for processing xml/msg¿ until value reached 0, then confirmed with customer that transactions and orders were processed. Customer confirmed order was crossing and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the patient were not crossing from meditech into pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.